Manufacturer narrative:
The device was returned and evaluated and the customer¿s allegation was confirmed. A minor scratch was also found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using a visera elite ii video system center, there was a no image issue and the control panel was turning black and not functioning. The issue occurred during preparation for use for the intended diagnostic adenoidectomy and tonsillectomy procedure, and the procedure was completed with a similar device. There was no reported procedural delay or patient under anesthesia at the time of the event. There was no patient harm associated with the event.